Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Evaluation: an empty opened foil and a detached needle of product were received for evaluation. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed on the body needle. No remnant of the suture was observed into the barrel hole and the suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and the suture was used. It was reported that during surgery, the needle popped off at the swage. There were no adverse patient consequences reported.